Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that peeling off in the coating of the insertion section of the flexible tube was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as stress , damage or deterioration of parts. Olympus will continue to monitor field performance for this device.